Manufacturer narrative:
(B)(4) date sent: 12/21/2025 d4: batch #446d00. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? No. The device was dead on the second firing and did nothing. Did the device deliver any staples? No, see above if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No, see above if yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a97d23, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 446d00, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted nephrectomy, a psee60a was used to mobilize the kidney. On the second firing of the stapler with a gst60w, the stapler "went dead" with no response when firing the stapler. It was as if the stapler "turned off". A new stapler was opened and the procedure was completed successfully with a delay of five minutes. There was no adverse patient consequence reported. No additional information provided.